Event description:
A caller reported experiencing a tandem mobi cartridge alarm while performing a pump reset due to a malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully loaded a new cartridge independently and was able to resume insulin therapy, resulting in the resolution of the issue.